Event description:
The user facility reported that the metacross was inserted into a slenguide, and then inflated while the proximal side of the balloon was under the distal end of slenguide. The doctor reported that he wanted to remove metacross however, it failed. Therefore; it was removed along with the slenguide. Upon removal he found that the distal end of slenguide had been split. The procedure was finished using substitutes. It is unknown whether fragments remain in the patient. The actual sample received on (B)(6) 2022 was confirmed to have a portion missing from the distal end. As there is a possibility that fragments may have remained in the patient. The procedure was completed successfully, and the patient was not harmed.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Inspection of the actual sample: visual and magnifying inspection of the actual sample obtained the following results: the catheter inside the anti-kink protector had been elongated. The part approx. 30 mm distal from the anti-kink protector had been elongated. The part approx. 110mm distal from the anti-kink protector had been elongated. The distal end had been damaged. The distal end of the actual sample was inspected visually under a magnifying glass and electron microscope, and a bulging shape was observed. Since it was reported that the metacross was inflated at a position where the distal end of the actual sample was overlapping, it was inferred that the bulging shape was a trace of that. The outer and inner diameter of the actual sample was measured and confirmed to meet the specifications. No anomaly was observed. Review of the manufacturing history record and the shipping inspection record confirmed that there were not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. From the investigation result, it was inferred that the metacross was dilated in a position where the distal end of the actual sample was overlapping, and then some manipulation was performed, which resulted in the damaged distal end. Relevant IFU reference: "when removing a balloon through the guiding catheter, make sure to deflate it completely. Removal of an incompletely deflated balloon may clog the guiding catheter tip and may result in damage of the tip due to the thinness of the slenguide catheter wall. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).